Manufacturer narrative:
As reported, the catheter of a 4f 135° 125cm tempo aqua diagnostic catheter became wrapped around an aquatrack guidewire during the procedure, and the tip of the catheter broke off inside the patient¿s body. The wire did not appear to exit an unintended opening. It appeared to exit the tip opening. The procedure details and outcome were not provided. The device was not resterilized, and no anomalies were noted during preparation or upon removal from the package. No resistance was met while advancing the device or advancing it over the guidewire. The segment was retrieved using a snare, and all pieces were successfully retrieved from the patient. The intended procedure was treatment of a total occlusion in the superficial femoral artery (sfa). The lesion was moderately calcified with no vessel tortuosity and a 100% stenosis rate. The patient is currently doing fine. Photos were provided, and the account retained the catheter but did not keep the wire or the detached catheter tip. Three photos were attached to event- (B)(4) and reviewed as part of the picture analysis evaluation. The images show the distal end of an apparent diagnostic catheter separated from the catheter body, with the separated portion exhibiting visible elongation, wrinkling, and material deformation consistent with tensile stretching prior to separation. No additional details or abnormalities were observable in the graphic material provided, and the available photos and videos do not provide sufficient information to determine whether the observed condition is related to a manufacturing or design issue. A non-sterile 4f tempo aqua 0.038" 125cm vert hydrophilic-coated catheter was subsequently received coiled inside a clear plastic bag and unpacked for evaluation. Visual inspection confirmed that the distal tip was separated from the catheter body, and the separated edges exhibited irregular patterns, elongation, wrinkling, plastic deformation, and fatigue features consistent with tensile stretching and twisted overload applied to the device material prior to separation. Dimensional measurements of the outer and inner diameters were obtained approximately 2 cm from the separation edge and were found to be within specification. No additional abnormalities were observed, and the characteristics identified on the separated material are commonly associated with damage caused by excessive tensile or torsional loading rather than a manufacturing or design-related issue. Based on the available information and product analysis, there was no evidence to suggest the reported event was related to the device design or manufacturing process. The reported ¿brite tip / distal tip ¿ separated¿ was found during the product evaluation and the exact cause of the event cannot be determined. No anomalies were noted during preparation or upon removal from the package and product evaluation results identified damage caused by excessive tensile or torsional loading therefore, procedural or handling factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the catheter of a 4f 135° 125cm tempo aqua diagnostic catheter became wrapped around an aquatrack guidewire during the procedure, and the tip of the catheter broke off inside the patient¿s body. The wire did not appear to exit an unintended opening. It appeared to exit the tip opening. The procedure details and outcome were not provided. The device was not resterilized, and no anomalies were noted during preparation or upon removal from the package. No resistance was met while advancing the device or advancing it over the guidewire. The segment was retrieved using a snare, and all pieces were successfully retrieved from the patient. The intended procedure was treatment of a total occlusion in the superficial femoral artery (sfa). The lesion was moderately calcified with no vessel tortuosity and a 100% stenosis rate. The patient is currently doing fine. Photos were provided, and the account retained the catheter but did not keep the wire or the detached catheter tip. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the catheter of a 4f 135° 125cm tempo aqua diagnostic catheter became wrapped around an aquatrack guidewire during the procedure, and the tip of the catheter broke off inside the patient¿s body. The procedure details and outcome were not provided. The device was not resterilized, and no anomalies were noted during preparation or upon removal from the package. No resistance was met while advancing the device or advancing it over the guidewire. The segment was retrieved using a snare, and all pieces were successfully retrieved from the patient. The intended procedure was treatment of a total occlusion in the superficial femoral artery (sfa). The lesion was moderately calcified with no vessel tortuosity and a 100% stenosis rate. The patient is currently doing fine. Photos were provided, and the account retained the catheter but did not keep the wire or the detached catheter tip. The device will be returned for evaluation.